Manufacturer narrative:
The report we received from the affiliate indicated that: during an interventional procedure while releasing the stent, the physician felt a strong resistance, and suddenly the stent "jumped out" before being placed on the target lesion. Therefore, the stent was not released at the target lesion. Additional info received indicated the pt is a male and the target vessel was the internal carotid artery. No further info was available. There were no reported pt complications. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
Inaccurate stent deployment.